Manufacturer narrative:
The root cause for the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at 12:55pm on (B)(6) 2022. The facts indicate that a user did not complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual when event codes indicating that a protocol could not be run because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Event code "18" and the following associated message was displayed to the user on three (3) occasions between 12:54pm and 12:55pm on (B)(6) 2022: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 7." At both 12:54:52pm and 12:55:40pm on (B)(6) 2022 bottle 7 (ethanol) was not in contact with the corresponding sensor for five (5) seconds, which is not sufficient time to replace the reagent in this bottle in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled <replacing reagents-manual> in either instance. The station properties for bottle 7 (ethanol) were reset at 12:55:50pm on (B)(6) 2022 with a user affirming in the instrument graphical user interface (gui) that the ethanol concentration in bottle 7 (ethanol) was to be set to the default value of 100%. The properties of the reagent in bottle 7 (ethanol) prior to these user actions were recorded in the instrument logs as: ethanol, concentration=76.6%, cycles=65, cassettes=6595, days=32. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 (ethanol) with an ethanol concentration of 76.6% was used for the final dehydration step in the six (6) tissue processing runs, which either started or completed between 12:56pm on 29 (B)(6) 2022 and 02:29am on (B)(6) 2022. Manufacturer evaluation of the instrument logs and the information available indicates that the instrument functioned as designed during execution of the six (6) tissue processing runs, which either started or completed between 12:56pm on (B)(6) 2022 and 02:29am on (B)(6) 2022 from which the quality of tissue processing would have been sub-optimal.

Event description:
On (B)(6) 2022 the complainant contacted leica biosystems and the following complaint information was documented: "2nd night biopsies "fried", formalin smell in reagents, tissue brittle 3 runs ret a for all prog ret b also running but no noticeable issues with tissue quality, larger tissue no errors in run log. Formalin smelled in all alcohol bottles and xylenes and wax. First run: started 5:00pm (B)(6) 2022 "biopsy test 2", 2h 25min. Ended 3:00am 11/30 30 cassettes (gi, esophageal [sic], cell block core biopsy (agarose embedded)) second run: started 11/30 12:00 pm noon, "biopsy test", copy of the other program. Ended 11/30 2:35pm 30 cassettes (gi, esophageal [sic], cell block core biopsy (agarose embedded)) third run: started 11/30 5:00pm, also "biopsy test". Ended (B)(6) 2022 3:00 am. 178 cassettes (gi, esophageal [sic], cell block core biopsy (agarose embedded)) customer has spoken with fse [fse name]. [Fse] will be onsite for another instrument and will look at unit. Customer does not know how to download logs has not changed reagents since before affected runs. Does not know when reagents changed last other than when prompted." The artefact identified in the affected patient tissue samples was described as "brittle, overprocessed". On (B)(6) 2022 the assigned leica field applications specialist-core histology, USA (fas) and leica field service engineer (fse) visited the customer site. The fas documented that the tissue type(s) and size(s) of the affected patient samples were "biopsies, various tissue types (gi, esophageal [sic], cell block core biopsy (agarose embedded))" and "0.1cm-0.3cm" respectively. The fas also documented "...all reagents bottles faintly smelled of formalin. Formalin salts found in retort a, retort b was clear. Formalin salts found in bottle 7, debris found in all bottles..." The fse documented "salt build up in retorts tissue was processed bad formalin smell in wax. Found salt crystal build up in retort and in bottles. Also formalin smell in wax and some alcohol bottles." On (B)(6) 2022 the complainant contacted the fas and advised "...re-biopsy was recommended on a few cases. Waiting to hear back from laboratory director to provide patient identification of cases that were recommended for re-biopsy." On (B)(6) 2022 the fas call the complainant and documented "...called laboratory manager for update. Practice tissue slides were sent to pathologists this morning for validation. Testing will continue for 7 days. No update from laboratory director on release of patient identification for cases recommended for re-biopsy. Customer requested training. Training will be performed (B)(6) 2022." On (B)(6) 2022 leica biosystems melbourne received the following information from the assigned leica field applications specialist-core histology, USA: "(B)(6) 2022 - laboratory manager informed me that re-biopsy was recommended on a few cases. Waiting to hear back from laboratory director to provide patient identification of cases that were recommended for re-biopsy." On (B)(6) 2022 leica biosystems melbourne received the following information from the assigned leica field applications specialist-core histology, USA in relation to the identifier, age or date of birth and gender of the affected patient case(s): "customer has not been given permission to share this information." The fas also documented the following contacts with the complainant in support of a demonstrable reasonable attempt to obtain this information: "(B)(6) 2022 - sent email to customer with requirements for patient identification for cases where re-biopsy was recommended; (B)(6) 2022 - called customer for update on gathering patient identifiers, customer needs approval from director; (B)(6) 2022 - called customer for update, director needs approval from patient relations department."